Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is based on the customer's report of "between 14-28 nov." Customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party who administered glucose as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.